Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat severe tricompartmental degenerative joint disease. The patella was resurfaced and competitor cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address swelling and femoral component loosening at an unknown interface. The surgeon noted upon flexing the knee, the femur basically popped off and was severely loose. The tibial tray was well-fixed but removed with minimal bone loss. The patella was noted to have seemed asymmetric and measured over 30 mm, so the surgeon decided to revise the patella to match the femoral component. All components were revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2019, dor: (B)(6) 2021, right knee.